Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed within two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as clear, white or black particles. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particles were observed inside of the container. The reported condition could not be verified through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR in the initial MDR is being corrected to 06/23/2022 (previously reported as 06/28/2022). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: november 10, 2021 - november 11, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.